Event description:
A report was received that the patient underwent an explant procedure due to deteriorating health. It is unknown if the device was working prior to the explant. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to deteriorating health. It is unknown if the device was working prior to the explant. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that the explant was not device related.